Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient came to the clinic after receiving two shocks. Lead fracture was suspected as vtip-vring electrogram (egm) noise was present during manipulation when lead was connected to the ICD (implantable cardioverter defibrillator). An attempted lead replacement was performed because analyzer measurements revealed high right ventricular (rv) lead impedance during intervention, however the lead was surrounded my tissue, the lead (model 6944) was capped and left in the patient. No further patient complications have been reported as a result of this event.